Manufacturer narrative:
Defective transistor q1 on the daughterboard. The device history records were reviewed and are complete with no anomalies noted.

Event description:
During procedure the ultrasound module shutdown. The customer changed the machine and continued the procedure with the second machine. No further problems during the procedure were reported.